Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed lvad alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted controller periodic log file contained events from 05sep2025 through 09mar2026, per the timestamps. The periodic log file captured lvad internal fault alarms becoming active sometime between 05mar2026 at 8:28:59 and 06mar2026 at 8:28:51. The alarms remained active for the remainder of the log file. The events leading up to the onset of the alarms were not captured in the periodic or event log files. The pump appeared to have operated at the set speed and there were no other notable events observed. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the clinic and was found to have a left ventricular assist device (lvad) fault alarm upon interrogation. The patient had a recent history of electrostatic discharge (esd) event in (B)(6) 2025, and the fault was noted to have begun on 06feb2026. The patient was stable/asymptomatic and had not had any additional alarms. Log files were submitted for review and confirmed lvad internal fault alarms going back to 06feb2026. Since the event log only went back as far as 07mar2026, it was unable to be seen what caused the alarms. It was noted that a power cycle of the pump should resolve the alarms. There were no other unusual events.